Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while opening the capsule, the blue deployment knob of the delivery catheter system separated. The physician was able to fix the deployment knob and successfully complete the valve implantation. There was no anatomical peculiarity noted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with surgical tape wrapped around the handle and the end cap/screw gear snap fit was connected. Visual analysis showed the tip-retrieval mechanism, inner member shaft and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame at the distal end of the capsule, and along the mid-section to the proximal end of the capsule. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. After the surgical tape was removed from the dcs, the actuator components separated. A hairline crack was present on both tab 3 and tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.